Manufacturer narrative:
(B)(4): the customer requested assistance in obtaining alarm logs for a patient. Since the logs show a patient in asystole and with an o2 saturation in the 20's, we will consider this as a serious injury warranting emergent care. On (B)(6) 2011, philips was notified that the patient expired, therefore, we are providing an updated report to reflect the new information regarding this incident. Considering the available data, there is no an indication of a delay in treatment or of user error. This is being reported only because a philips device was in use on a patient who died. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported a patient fall, we will consider that this represented a serious injury as medical intervention to preclude permanent harm would be warranted.